Manufacturer narrative:
Prior to the event, the operator had performed twice weekly maintenance and subsequently had problems with calibration and qc. A review of data indicated that the issue occurred in conjunction with maintenance. After the issue was noticed, the system was re-calibrated and qc was within the established range. It is not known if qc was run after the event prior to recalibration. Bci field service engineer (fse) evaluated the instrument. The fse noted that the performance of the chloride electrode was approaching replacement criteria. The fse replaced the electrode, cleaned the port, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 pro synchron clinical system for 15 patient samples. The results were reported out of the laboratory and questioned by a physician. Repeat tests were performed after recalibration of the system and the reports were amended. Patient treatment was not initiated or withheld based upon the erroneous results reported.